Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and difficulty charging the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.